Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connection during fill 1 of their pd treatment. The cause of the leak is unknown. The patient was advised to reset up with new supplies. Upon follow up, the patient noted that there was a crack in the patient line. The patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
The complaint product sample was received from the customer without original package. During the visual inspection of the product complaint sample, it was found inserted two blue pins and the blue button pushed out of the trigger connector. It was observed that the blue button is pushed out due to one of the pins inserted in the connector is from the patient catheter that was not delivered previously. The alleged failure mode was confirmed during sample evaluation. Based in the product complaint sample analysis and in the event description which states that the incident occurred during fill 1, until this stage previous steps (set up) were completed successfully, therefore it could be attributed that the alleged event was caused by the user due to an improper connection. In addition, the user guide was reviewed which states clearly how to properly connect and disconnect. A device history review (DHR) was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in process and final inspection tests were found with acceptable results. According with the sample analysis and the event description, the incident occurred due to an improper connection by the user with the catheter and the patient connector. The returned sample was scrapped after evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connection during fill 1 of their pd treatment. The cause of the leak is unknown. The patient was advised to reset up with new supplies. Upon follow up, the patient noted that there was a crack in the patient line. The patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak from the patient line connection during fill 1 of their pd treatment. The cause of the leak is unknown. The patient was advised to reset up with new supplies. Upon follow up, the patient noted that there was a crack in the patient line. The patient confirmed being trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient is continuing peritoneal dialysis therapy with no further issues. The cycler set used by the patient is available for return for physical evaluation by the manufacturer.